Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, high threshold and low sensing was observed when the lead was placed in the rv apex. The measurements were normal when the lead was placed on the septum, however lead was getting dislodged after the stylet was removed. Physician reported patient anatomy as primary problem with optimal lead position and measurements. Lead was not used and was replaced. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.